Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system required three shocks in order to successfully convert the ventricular arrhythmia. The patient was hospitalized while the event was investigated. Technical services (ts) reviewed the device data and discussed latitude shows a system impedance increase from 80 to 90 ohms, which is still within normal range. It was advised to check the body mass index of the patient and to assess the system location through x-ray. The s-ICD system remains in service. No additional adverse patient effects were reported.